Event description:
Placed reprocessed scd (sequestrial compression device) medium sleeves on patient legs. Began inflating immediately after induction. Within ten minutes of initial use, it began to alarm that sleeve pressure was too low and kinked. Machine, tubing, and placement of patient sleeves checked. Restarted machine and within approximately 10 minutes it alarmed again. Removed reprocessed sleeves and applied brand new sleeves to patient. Scd worked without fail.